Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the customer states that he sat in his chair for the first time and rolled onto the carpet and the front right caster rubber fell right off.